Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare was difficult to extend and retract and was unable to cut the target polyp. The device was successfully removed from the patient, however it was noted that several attempts and manipulation of the device were required. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.